Event description:
The customer reported that during pre-testing of the ventilator the vte is reading 400ml with set of 500 ml. They have replaced sensor, orings, poppet and exhalation valve body with no change. No pt involvement.

Manufacturer narrative:
(B)(4).